Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain. Update 07/30/2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update: 04/12/2017 please transfer (B)(4). Update 4/12/2017 this case was dismissed pursuant to (B)(4) and has now been re-opened by the court. Pl¿s counsel was instructed to file an amended complaint alleging revision. Revision date provided as (B)(6) 2016. The litigation alleges pain, and now that the patient was revised, adding stem/sleeve to the complaint.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.